Event description:
A report was received that the patient's ipg location was uncomfortable. The patient underwent pocket revision. The patient was doing well postoperatively.

Manufacturer narrative:
(B)(4).